Event description:
This is a spontaneous case report received from a medical doctor in united states on (B)(6) 2016 which refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted for permanent sterilization. Additional information was received on 22-feb-2016. The physician reported essure was inserted roughly 5 years ago from time of the report; the insertion procedure was not done by the reporter. He did not know if she had returned for her hsg (hysterosalpingogram). She went to her familiar doctor with abdominal and pelvic pain; a CT scan was performed and the devices were seen (the coil on right was in satisfactory location; on left perforated in 3 places). She was referred to reporting physician who performed a diagnostic laparoscopy; he was able to see one device on the right side in the correct place and the one on the left had perforated in 3 places and was bound to the abdominal wall and through the bowel. The physician successfully removed it without complications on (B)(6) 2016. The physician is monitoring the patient if she will have any adverse event but he stated she was doing well. Follow up 04-apr-2016: perforation questionnaire was received from physician. The patient had 4 pregnancies with 3 live births and 1 spontaneous abortion. This reporting physician did not perform the essure insertion and also mentioned that patient reported normal post placement hysterosalpingogram but she did not provided the records. The perforation was diagnosed on (B)(6) 2016 and the doctor mentioned that it occurred after deployment. The perforation was complete for all over abdomen/pelvis as previously reported. The right essure was in correct position. Essure was removed by laparoscopy and patient recovered from the perforation. Follow-up information received on 12-apr-2016 quality-safety evaluation of ptc: ptc global number (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. The reported medical events are not indicative of a quality deficit per se. Company causality comment: this medically confirmed, spontaneous case report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and the device on left side was found perforated in 3 places and was bound to the abdominal wall and through the bowel. The device was removed without complications via laparoscopy. These events are listed according to reference safety information for essure. Uterine/fallopian tubes perforation is a possible complication of the essure procedure. The perforation of internal bodily structures other than the uterus and fallopian tubes may also occur due to essure device migration or during insertion procedure. Owing to the anatomical relationship between bowel and uterus, the bowel is the most commonly affected organ. In this particular case, the events were diagnosed approximately 5 years after essure placement; although their exact mechanism is not known; given their nature, causality with essure cannot be excluded. This case was considered an incident, since a surgical intervention was required as events' treatment. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.